Manufacturer narrative:
Device not returned.

Event description:
It was reported that boluses were not being delivered. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.